Event description:
This rv lead caused inappropriate shocks due to dislodgement. Procedure to replace is likely to happen today on (B)(6) 2024. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead was capped on 05-sep-2024. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.